Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an in.pact av access device to treat a 75 mm fibrous lesion in the distal right cephalic vein with five degrees of tortuosity, no calcification, and 75% stenosis. The target artery diameter was 6 mm. A 6fr sheath and a non-hydrophilic 0.035" guidewire was used during the procedure and no embolic protection was used. Resistance was encountered when advancing the device over the guidewire but excessive force was not used. The balloon was successfully inflated to 14 atm using an inflation device. It is not specified if inflation fluid was used. Negative pressure was held during balloon deflation but not during balloon removal. Deflation time is not available. When the physician was trying to remove the device from the patient, he encountered resistance on the guidewire and removed the balloon and guidewire together from the patient. The device was not retracted at an acute angle relative to the mouth of the guide catheter/ sheath and no contrast was visible in the balloon prior to retraction. There was no damage to the packaging and no issues noted when removing the device from the hoop/tray and the device was prepped as per the IFU. A second in.pact av access device was used in the patient to complete the procedure. A 1 cm overlap as per the IFU was used. A 7fr sheath and a non-hydrophilic 0.035" non-medtronic guidewire was used during the procedure and no embolic protection was used. The lesion was pre-dilated. Resistance was encountered when passing the device through the sheath and over the guidewire but the device was successfully inflated to 14 atm. Negative pressure was held during balloon deflation but not during balloon removal. Deflation time is not available. When the physician was trying to remove the device from the patient, he encountered resistance. The device was not retracted at an acute angle relative to the mouth of the guide catheter/ sheath and no contrast was visible in the balloon prior to retraction. Procedure was completed with this second device. Both devices did not pass through a previously deployed stent. There were no patient symptoms or complications reported and there was no abnormalities reported in relation to anatomy. No patient injury was reported for this event. ¿please note that this device in.pact av access is not marketed in the united states; however, it is similar to the united states marketed device in.pact admiral. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿

Manufacturer narrative:
Device evaluation summary: product analysis was completed on the returned device. A visual and tactile inspection was performed on the device and no issues were found on the device. The balloon was found unfolded, used and bloodstained. The guide wire was found stuck in the device. It was possible to remove the stuck guide wire using a great amount of force and it got broken during the extraction. The guide wire was found covered of clotted blood. The guide wire lumen was flushed and cleaned from the clotted blood remained inside and it was possible to insert another 0.035¿¿ guide wire without any resistance. If information is provided in the future, a supplemental report will be issued.